Event description:
It was reported that a shaft break occurred. The direxion microcatheter was rinsed and introduced into the catheter holder and broke.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).